Manufacturer narrative:
Insulin pump passed rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No drive count or time values or changes incorrect for moving or coasting error alarms noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that insulin pump had drive count/time values or changes incorrect for moving or coasting. Too slow or too fast. The customer¿s blood glucose level was 283 mg/dl at time of incident. Customer states that they were able to clear the alarm but unable to rewind the pump. The insulin pump will be return for analysis.